Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
Edwards received notification that a 25mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 8 years and 4 months due to degeneration leading to severe stenosis and moderate regurgitation. A 26mm transcatheter valve was successfully implanted. Patient outcome was noted as alive at the end of the procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
Edwards received notification that this 73-y-o patient with a valve model 3300tfx25mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of 8 years and 4 months due to degeneration leading to severe stenosis and moderate regurgitation. A 26mm sapien 3 valve was successfully implanted within the surgical edwards valve using the transfemoral approach. Patient outcome was noted as alive at the end of the procedure.